Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('her first surgery was a tubal to remove the essure') and post procedural infection ('coil and pet fiber contamination caused by the first surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubal to remove the essure and hysterectomy). Essure was removed. At the time of the report, the medical device removal and post procedural infection outcome was unknown. The reporter considered medical device removal and post procedural infection to be related to essure. The reporter commented: her first surgery was a tubal to remove the essure coils. Still after all of this, she had to have a hysterectomy because of the coil and pet fiber contamination caused by the first surgery. She did keep one ovary. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('her first surgery was a tubal to remove the essure') and post procedural infection ('coil and pet fiber contamination caused by the first surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubal to remove the essure and hysterectomy). Essure was removed. At the time of the report, the medical device removal and post procedural infection outcome was unknown. The reporter considered medical device removal and post procedural infection to be related to essure. The reporter commented: her first surgery was a tubal to remove the essure coils. Still after all of this, she had to have a hysterectomy because of the coil and pet fiber contamination caused by the first surgery. She did keep one ovary. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.